Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to blood glucose. Reportedly, the cartridge as well as the infusion set were changed to address the event and insulin delivery was resumed.